Event description:
It was reported that an adverse event occurred. On approximately (B)(6) 2025, the patient´s daughter found the patient unconscious on and called emergency services. At that point the cgm reading was over 400 mg/dl. The patient was taken by ambulance to the hospital. Upon arrival, the blood glucose value was 700 mg/dl (measured via blood sample). The patient was treated with insulin administered via IV drip, admitted to the ICU and diagnosed with dka. The patient was hospitalized from (B)(6) 2025 was still at the hospital at the time of the report on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.